Manufacturer narrative:
H6. Codes: updated. Device evaluation: the investigation of the complaint for ¿cuff leak during use¿ was limited because no sample was returned. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Because a cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. Unfortunately, without the sample we are unable to determine the true root cause of this issue and no signal of confirmed complaints in relation with this issue was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
E1 phone number: (B)(6).

Event description:
It was reported that air leakage was found during tracheostomy placement using sputum suction tracheostomy intubation and accessories. It was immediately replaced with a new intubation, and the tracheostomy was completed. There was patient involvement and no patient harm.